Manufacturer narrative:
It was reported that during a routine clinic visit the patient complained to the vad coordinator that batteries were not functioning as expected since there were multiple battery alarms and battery power was not being recognized by controller. The log files were submitted to the manufacturer for evaluation. Per the manufacturer, 10 critical battery alarms and 11 power disconnect alarms recorded since (B)(6) 2015. Patient stated alarms had been occurring for a month or so without notifying site until coming to clinic this week. The manufacturer's representative recommended exchange of the batteries with the critical battery alarms. Site elected to replace all the batteries for the patient. There was no consequence to the patient reported. All batteries were returned to the manufacturer for evaluation. Upon evaluation, the reported event was confirmed via review of the controller log files, which revealed several critical battery alarms, power disconnect alarms, and premature battery switching events. Controller logs also revealed several power-up events, indicative that both power supplies were disconnected from the controller at the same time. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The devices were related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. It states to always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The steps for exchange controllers are outlined. . Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) expiration date: 06/30/2015, manufacturing date: 06/01/2014. (B)(4) expiration date: 06/30/2015, manufacturing date: 06/01/2014. (B)(4) expiration date: 06/30/2015, manufacturing date: 06/01/2014. (B)(4) expiration date: 02/28/2015, manufacturing date: 02/01/2014. (B)(4) expiration date: 07/31/2015, manufacturing date: 07/31/2014. (B)(4).

Event description:
It was reported that during a routine clinic visit the patient complained to the vad coordinator that batteries were not functioning as expected since there were multiple battery alarms and battery power was not being recognized by controller. The log files were submitted to the manufacturer for evaluation. Per the manufacturer, 10 critical battery alarms and 11 power disconnect alarms recorded since (B)(6) 2015. Patient stated alarms had been occurring for a month or so without notifying site until coming to clinic this week. The manufacturer's representative recommended exchange of the batteries with the critical battery alarms. Site elected to replace all the batteries for the patient. There was no consequence to the patient reported. All batteries were returned to the manufacturer for evaluation.